Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the scs ipg as recommended. A sjm representative met with the patient and confirmed the ipg was inoperable as communication with external devices could not be established. Follow up identified the patient's sc ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperatively.